Event description:
Adverse event(s): "blurred vision" (blurred vision). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A consumer's daughter reported that following bilateral intraocular lens (iol) implant surgeries, her mother is experiencing blurred vision. She reported that due to the blurred vision, her mother had lasik performed on one eye. The blurred vision persisted and subsequently, a "posterior chamber capsular bag clearance" was also performed. She stated that her mother's blurred persists. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B)(4).